Event description:
Respiratory therapist (rt) went in to do care on my micro preemie patient in the nest bed. Patient was unstable all day, on the vent with ino (nitric oxide), patient spo2 kept on dropping, so we decided to go in to reposition and suction. After assessing patient's lung sounds bilaterally, rt proceed to advance the suction catheter with lot number 30142957, ref (B)(4), into the ett (endotracheal tube) to suction patient. After retracting the catheter, rt instilled 1 ml of saline into the catheter to clear it. No visible secretions came through, so rt instilled 1 more ml into the catheter. After this, rt determined that saline was going into my patient's lungs instead of the suction system. My patient began to decompensate, so rt took the catheter out and attached the olive tip directly to the ett to suction the airway. After the patient recovered, we troubleshot the system and found that the catheter was faulty at the valve. We changed it with a new catheter with a different lot number. Suction depression button does not allow for vacuum pressure to reach catheter. Does not suction as intended. Rt would recommend following up with manufacturer to get to the root of the issue (lot or isolated catheter). Unit/dept. Follow-up: based on these events, decision was made to escalate to supply lead and coordinated removal of all same size lot# items from the unit par carts. Central supply leadership notified, and they expect to restock a different lot# item by tonight. Rcp (respiratory care practitioner) staff asked to delay routine change out of the device until further notice. An alternate device can be arranged requiring the same size/function of suction catheter. Supply chain will continue to monitor issues related to this item.